Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances measuring greater than 2249 ohms. Additionally, it was noted the impedances have been greater than 2000 ohms for at least the last year. The physician plans on performing a pulse generator replacement soon and was inquiring about replacing the rv lead at the same time of the procedure as he was concerned about exit block. Technical services (ts) noted there was no observations of noise however, thresholds have increase and amplitude was low. Ts recommended to consider a rv lead revision. At this time, the ICD and rv lead remain in service.